Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery during the manual prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no delivery issue and the customer was assisted with clearing the alarm. The customer disconnected and reconnected the same reservoir and infusion set and the prime process was unsuccessful. The infusion set was changed and the prime failed a second time. The reservoir was then changed and the customer was able to complete the rewind and prime processes. The customer was advised that changing the reservoir resolved the issue. The reservoir will be returned for analysis and a replacement reservoir was shipped to the customer.

Manufacturer narrative:
One opened and used reservoir was evaluated and the reservoir, snap cap and septum inspected for anomalies. None were found. An occlusion test was run and the reservoir was not occluded.